Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02429, and 0001825034-2021-02478. Medical devices: vanguard cr ilok fem-lt 65 catalog#: 183028 lot#: j6787706; unknown tibial tray catalog#: ni lot#: ni. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee revision approximately forty days post-implantation for an unknown reason. Attempts have been made and no further information has been provided.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. Implant was used as an antibiotic spacer and removal is expected after the infection clears.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. Implant was used as an antibiotic spacer and removal is expected after the infection clears.